Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. No other discrepancies or discernible damage to the returned power supply or power cord. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Root cause of sparks being produced when the unit was powered on concluded to be the physical state of the power extension cable being frayed when it was returned. However, the right-angle cable was not tested out of safety concerns.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed and exposed wires with sparking at the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.